Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). Article: "management of fractures inferior vena cava filters" trerotola and stavropoulos, 2017: d4) catalog# is unknown but referred to as cook celect filter g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to article: "patient reported back pain. Sagittal reconstruction CT scan showed fractured filter-leg embedded in vertebral body and completely extravascular. Spot radiograph showed another filter leg that had penetrated the aorta into the spine and a catheter was placed prophylactically. The filter was removed with a forceps and afterwards the forceps was pushed posteriorly against the fragment in the spine, thereby returning the end of the fragment to an intravascular location. The fragment was then removed with the forceps. Considerable force was described to be needed, since the fragment was embedded in bone. At follow-up, the patient's back pain had improved markedly." Patient outcome: the product caused or contributed to the need for additional procedures. Diagnostic examination and removal of filter and filter fragments.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). Name and address for importer site: cook medical incorporated (cmi), 400 daniels way, bloomington, in 47404, registration no.: 3005580113. Summary of investigational findings: investigation is based on the journal article. Patient reported back pain. Sagittal reconstruction CT scan showed fractured filter-leg embedded in vertebral body and completely extravascular. Spot radiograph showed another filter leg that had penetrated the aorta into the spine and a catheter was placed prophylactically. The filter was removed with a forceps and afterwards the forceps was pushed posteriorly against the fragment in the spine, thereby returning the end of the fragment to an intravascular location. The fragment was then removed with the forceps. Considerable force was described to be needed, since the fragment was embedded in bone. At follow-up, the patient's back pain had improved markedly. The article is a retrospective review of the presentations, approach and success rate of fractured ivc filter retrievals as well as retrieval of fracture fragments in reference to the anatomic location of the fractured filter fragments. Three figures included in the article and appendix were cook products and the commonality of these three cases is the long dwell time of 5 or more years. As all of these filters were removed, it is presumed there was no further clinical indication for these filters to be present. This fact reinforces the FDA¿s warnings to prevent these complications by removing filters that are no longer clinically indicated. Figure 1 in the journal article demonstrated a celect ivc filter which had a dwell time of 5.5 years with the clinical presentation of back pain. The images demonstrate a fracture of a primary filter leg which has embedded itself into one of the lumbar vertebral bodies. There is also penetration of one of the anterior primary filter legs and likely lateral penetration as well, although not confirmed on the submitted images. Given the extensive interaction between the fractured primary filter leg and the lumbar vertebral body, the pain was felt to be associated to this interaction. The ivc filter and fractured fragment were successfully retrieved using endobronchial forceps. The patient's pain had markedly improved following the retrieval, suggesting that the symptoms were directly related to the fractured primary filter leg and its interaction with the lumbar vertebral body. The cause of the penetration and fracture is likely multifactorial but contributed to the long dwell time and small ivc diameter appreciated on the lateral projection, measuring only 6 to 8 mm. Filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Among other causes, filter fracture may be associated with a filter leg perforating the ivc, a filter leg being caught in a side branch (e.g. Renal vein), excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and / or procedures that involve other devices being passed through an in situ filter. It has been reported that retrieval of a fractured filter or filter fragments using endovascular techniques is possible. Fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific literature. It is known from the published scientific literature that filter fragment embolized into the heart or lung may be safely retrieved. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is no evidence to suggest that this celect filter was not manufactured according to specifications and nothing indicates that it did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.